Manufacturer narrative:
(B)(4). Additional concomitant medical products: catalog #: 42509902525, female hex screw 25 mm length, lot # unknown; catalog #: 00588000500, tibial component precoat size 5, lot # 63874223; catalog #: 00598801215, stem extension straight 15mm dia x 30mm, lot # 63820330. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device was discarded.

Event description:
It was reported that a patient underwent primary total knee arthroplasty approximately 5 months ago. Subsequently, the patient developed pain and instability as well as the x-ray showing a breakage of the hinge. A revision occurred approximately 2 weeks ago due to the broken hinge.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI - (B)(4). Reported event was confirmed by review of radiographs. Visual and dimensional evaluations could not be performed as the product was not returned. Review of the radiographs by a health care professional clearly shows broken hinges. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package inserts for the nexgen rotating hinge knee, implant fracture is a known adverse effect of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.